Event description:
It was reported that the insulin pump was alarming low. Customer stated the sensor had been very accurate these few days. Customer was having lows and treated and his blood glucose went up to 210 mg/dl but sensor glucose readings never responded, it was 60 mg/dl. Troubleshooting was done for sensor and blood glucose readings. It was found that customer had bent cannulas on previous sensor. Advised the customer the sensors would be replaced. No further information provided.

Manufacturer narrative:
Inspected one opened/used enlite sensor, performed visual inspection and found sensor with damage contact pad also found sensor with bent cannula. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to manufacture report 3004209178-2015-40816.